Event description:
It was reported that pump screen was hanging out with internal components visible and customer was unable to interact with pump. There was no adverse impact to the customer's blood glucose level. The customer reverted to manual insulin injections for insulin therapy.